Event description:
Patient was stable on crrt which was connected to a trialysis triple lumen dialysis catheter placed in his right internal jugular vein. The prismaflex machine alarmed and the rn found the return line disconnected from the patient and the alarm indicating air detected. The line from the triple lumen and crrt machine were immediately clamped. Crrt machine was stopped. The rn then aspirated air from the patient's triple lumen. Patient did not suffer any harm from the disconnection. Per family in the room when the alarm sounded, the patient was still in bed and had not been moving his head or upper body prior to the disconnection. The line was leaking at the junction between the crrt tubing and the patient's triple lumen central line. Baxter biomedical engineer evaluated the crrt machine and found no malfunctions. Data from the machine was downloaded by a baxter educator on and a summary report from them is pending at this writing. Baxter is actively involved in the investigation for prismaflex set.